Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
A customer reported getting an unspecified error message on their freestyle freedom lite meter and as a result of being unable to test , experiencing diaphoresis, vertigo and disorientation. The customer reportedly self-presented to a health care facility where he was diagnosed with hyperglycemia and treated with byetta to counteract the event , which was a change to their normal regimen. There was no report of death or permanent impairment associated with this medical event.